Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cfrp cougar lateral cage item (B)(4) sheered/split upon implanting into disc space. The surgeon explained to me after the case that the cage appeared to have been cross threaded, he noticed this as he was attempting to disengage the cage from the inserter it was providing resistance. He said the cage split at its most fragile spot, the inner threads of the cage where the inserter engages the implant. He said that there appeared to be a crack alongside the ti markings but his opinion was that it did not sheer through the ti and therefor he felt it still was stable in his clinical opinion, and removing it could have done more damage than just leaving it and providing extra fixation with a cervical plate 22mm and four large diameter 4.0x18mm screws along with four perc viper cortical fix screws posterior and two rods. Patient consequence? :unknown. Patient consequence description:no immediate consequence, surgeon left implant inside interbody and secured the space using a lateral plate for extra support as well as posterior fixation. Action taken for procedure:the surgeon had to place a lateral plate with 4 screws for additional stabilization. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.